Event description:
It was reported that an occlusion alarm occurred. Prior to the report with tandem technical support, the customer changed pump supplies to address the issue, therefore, no troubleshooting could be performed to identify a root cause. Customers blood glucose level ranged from 360-361 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.